Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege pain, suffering, disability, and elevated metal ion levels. Legal claim received on (B)(6) 2014 complaint updated on: (B)(6) 2014. Update rec'd: 04/11/2014- plaintiff's preliminary disclosure form with medical records was received, which identified dob information. Part/lot information was identified on patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 04/28/2014 . Update 8/26/2016 - sales rep reported patient was revised due to pain and elevated ions. Part and lot were updated for the cup and head. The sleeve and stem were added to the complaint *complaint was updated 9/6/2016

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.